Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse reported to the user facility, the device has a faulty gui printed circuit board (pcb). The device was returned to the user facility without repair per user facility request. No add'l info has been provided to the MFR. (B)(4).

Event description:
A report was received from turkey stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no report of pt involvement.